Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the insulin pump's screen started to scroll rapidly. The insulin pump alarmed failed battery test and battery out limit. After inserting a new battery, the insulin pump was frozen. The buttons were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to corroded keypad traces. However, passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All operating currents are with in specification. No unexpected failed battery test alarm or battery out limit alarms noted. The insulin pump had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing the end cap sticker.